Event description:
The account generated falsely elevated architect ca19-9xr results on a patient sample. The architect ca19-9xr assay was calibrated with the same lot but different reagent pack . The sample was rerun with lower architect ca19-9xr results that were in line with the patient clinical situation. No impact to patient management was reported. Data provided: patient 3: architect ca19-9xr = 62.65, 57.82 u/ml; repeat after calibration = 3.39 u/ml.

Manufacturer narrative:
To investigate the customer concern, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data identified an increase in complaint activity related to the issue reported for this lot number. To further investigate the issue, the investigation team performed testing to evaluate the accuracy of the reagents. Across three instruments, the investigation team tested four levels of an internal panel made from defibrinated human plasma. Each level contains a known concentration of the ca 19-9 analyte. The results met testing criteria. The investigation team was unable to determine the exact cause of the issue the customer observed. Architect ca 19-9xr package insert addresses inconsistent values under the limitations of the procedure section. Based on this investigation, it has been concluded that the architect ca 19-9xr assay is performing acceptably.

Manufacturer narrative:
(B)(4). Evaluation is in progress. A followup report will be submitted when the evaluation is complete.